Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
As the salesman reported, 2 distal radius plates (B)(4) were found broken inside one pt, who had had a distal radius surgery some months ago. Both plates were removed from the pt. The area where the plates were implanted was very damaged. It seems that the plates damaged the bone and also the areas near to the zone where the plates were implanted.